Event description:
The device was used during a breast biopsy procedure. Reportedly, the instrument did not cut. The surgeon manually cut the specimen to complete the procedure. The hosp has reported no pt injury occurred.